Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit ø1 l46/34 2flute (p/n: 513.005, lot #: f-22063) was received at us cq. Upon visual inspection, the drill bit was observed to be broken and the broken fragment was not returned. No other issues were identified with the returned device. Device failure/defect identified? Yes. Document/specification review: (current and manufactured) complaint confirmed? Yes. Investigation conclusion: this complaint could be confirmed as the drill bit was identified to be broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 513.005, lot: f-22063, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18 august 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the drill bit ø1 l46/34 2flute (p/n: 513.005, lot #: f-22063) was received at us cq. Upon visual inspection, the drill bit was observed to be broken and the broken fragment was not returned. No other issues were identified with the returned device. Dimensional inspection: drawing: se_692243 rev a specified dimensions: shaft diameter = 1 mm -0.01/-0.04 mm measured dimensions: shaft diameter = 0.975 mm, conforming result: conforming measurement device: calipers, ca122p document/specification review: (current and manufactured) - drill bit ø 1.0mm, l 46/34, 2-flute: se_692243 rev a investigation conclusion: this complaint could be confirmed as the drill bit was identified to be broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot - part: 513.005 lot: f-26075 manufacturing site: selzach supplier: sphinx werkzeuge ag release to warehouse date: 07 dec. 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, two (2) 1.0 drill bits were broken during an unknown procedure. A fragment of the drill remained inside the patient. The surgeon attempted to remove the fragment but was unsuccessful. The procedure was successfully completed. No surgical delay. This report is for one (1) drill bit ø1 l46/34 2flute this is report 2 of 2 for (B)(4).